Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 7 xb short port btt (blunt tip trocar) black inflation valve "shot out of the port." A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Event description:
Customer received a false negative troponin t result for one pt sample which resulted higher when repeated. Sample type is serum drawn in a 13mm x 100mm bd vacutainer sample tube. Initial result from aliquot gave 0.01 ng/ml. Sample repeated twice giving 2.21 and 2.22 ng per ml. No info provided if erroneous result was reported. Customer confirmed there was no adverse effect to the pt. If additional info is received, appropriate notification will be provided.

Manufacturer narrative:
Calibration and control recovery were acceptable. Instrument performance tests were within specification. Information provided indicates the event might have been caused by a pre-analytical issue due to a short clotting time of the primary sample tube. There was no adverse effect to the patient.